Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed october 31, 2014.

Event description:
Per the clinic, the patient was hospitalised for two month (specific dates not reported) due to infection at the implant site. The patient was treated with antibiotics (type, duration and dosage not reported) and underwent a procedure (date not reported) to rotate the skin flap; however, the issue could not be resolved. The device was explanted on (B)(6), 2014.